Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The sample is not available for evaluation by the site, the complaint can not be confirmed. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] contents leaked out of him and burned him 'not bad enough to need a band-aid'/skin was red and irritated [thermal burn], contents leaked out of him and burned him 'not bad enough to need a band-aid' [device leakage]. Case narrative: this is a spontaneous report from a non-contactable consumer. This consumer reported two devices. This is the second of two reports. A male patient of an unspecified age started to receive thermacare heatwrap (thermacare heatwraps multi-purpose joint pain), device lot number s41968, expiration date mar2020, from (started within the last 2 months) 2018 to (B)(6) 2018 for pain management. The patient medical history and concomitant medications were not reported. Consumer received a letter regarding the thermacare heatwraps being recalled and he had some available. He thought the contents leaked out of him and burned him 'not bad enough to need a band-aid', skin was red and irritated on an unspecified date 2018 'within the last 2 months'. Action taken in response to the events were permanently withdrawn 'this week' (B)(6) 2018. The outcome of the events was unknown. Product sample and photos are not available as reporter information is not provided. Conclusion from the product quality complaint group included: the root cause category is non-assignable (complaint not confirmed). The sample is not available for evaluation by the site, the complaint can not be confirmed. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. No follow up attempts are possible. No further information is expected. Follow-up (01nov2018): new information received from product quality complaints included: investigational results. No follow up attempts are possible. No further information is expected. Follow up (07nov2018): no follow up attempts are possible. No further information is expected. Follow up (07nov2018): no follow up attempts are possible. No further information is expected. Follow-up (05dec2018): no follow up attempts are possible. No further information is expected. Follow-up (16oct2018): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment: based on available information, the reported event "device leakage" was associated with the event burn and represents a potential device malfunction. The events are associated with use of device., comment: based on available information, the reported event "device leakage" was associated with the event burn and represents a potential device malfunction. The events are associated with use of device.